Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The cause of the foreign material may have occurred because reprocessing could not be performed properly, causing foreign material remaining in the nozzle. However, a definitive root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported when the light was on, the subject device would overheat and the lighting on the displayed image could not be dimmed. There was no patient or user injury reported due to the event. There was no impact on any procedure. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the secondary water channel was clogged with foreign material, the adhesive on the distal end was peeled off, the forceps would not move because the forceps raiser pipe was contaminated with foreign material, and the instrument channel was clogged with foreign material. This report is being submitted for the malfunctions found during evaluation of the device (adhesive peeled off and foreign material).

Manufacturer narrative:
During inspection and testing, foreign material found in the secondary water channel, the forceps raiser pipe, and the instrument channel was suspected to be due to insufficient cleaning of the device. The adhesive on the distal end was found to be peeled off due to handling of the device. The reported issue (overheating) was not confirmed. In addition, service found the suction button would not come off due to a damaged suction cylinder, the suction button was difficult to be connected due to a damaged suction cylinder, the bending angle was out of specification due to wear of the angulation wire, the coating on the insertion section was peeled off, the resin was wrinkled, the lighting lenses were dirty, the scope connector cover was damaged, the charge-coupled device earth wire was disconnected, there was a leakage from the connector, and the ultrasonic probe was loose and damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.